Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted device implant, high out of range left ventricular pacing impedance values were exhibited, when the header connection was established. The associated lead terminal pin was disconnected, cleaned and reconnected several times; however, values continued to remain high. Measurements through the pacing system analyzer were within range thus, this device was removed and replaced while the lead remained unchanged. Normal pacing impedances values were exhibited with the new device and the procedure completed in absence of any adverse patient effects. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. High powered visual examination of the device header verified the header ports appeared as expected. All seal plugs and spot welds were intact. No obstructions were noted in the lead barrels. An is4 test lead was successfully inserted into the lv port. The setscrew was confirmed to operate in both directions and appropriately held the terminal pin when fully tightened. Commanded lead impedance tests resulted in within-range measurements. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device issues that would have contributed to the observed out of range lv lead impedance measurements.